Event description:
It was reported that the customer passed away due to diabetes complications. The customer was wearing the insulin pump at the time of death. The caller agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.